Manufacturer narrative:
(B)(4). The customer returned one 5 fr catheter for evaluation. Visual inspection of the catheter revealed that the sheath had completely separated from the juncture hub. No remains of the sheath were found in the juncture hub. The sheath was fully covering the basket when returned. Microscopic examination revealed that the separation point on the sheath was deformed and twisted. Part of the wiring supporting the sheath was also exposed. The total length of the catheter body measured 23.4375", which is longer than the specifications of 22.9-23.1" per sheath extension assembly graphic, confirming that the sheath was pulled from inside the juncture hub molding as well. The outer diameter of the catheter body measured 0.07065", which is within specifications of 0.069-0.071" per sheath extension assembly graphic. The inner diameter of the catheter body measured 0.056", which is within specifications of 0.055-0.059" per sheath extension assembly graphic. The ptd catheter was not able to be functionally tested due to the damage on the catheter body. It was determined that the only way the failure was able to be recreated was through pulling directly on the sheath. The failure could not be recreated through normal process conditions. A device history record review was performed, and no relevant findings were identified. The complaint of a separated catheter was confirmed through a complaint investigation of the returned sample. The sheath of the ptd catheter was found to be completely separated from the juncture hub. The device met all dimensional requirements and a device history record review was performed, and no relevant findings were identified. Based on the device returned it was determined that user error - undue force likely caused this event. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported "ptd basket wire(s) broke during the case at the tip of the catheter. No pieces were left in the patient". No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
It was reported "ptd basket wire(s) broke during the case at the tip of the catheter. No pieces were left in the patient". No patient harm reported. The patient's condition is reported as fine.